Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2008. Revision surgery was performed on (B)(6) 2012 due to pain and stiffness. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 2 MDR reports filed on the same event. (Reference 3002806535-2012-00107/108).